Event description:
New information received notes that the bluetooth telemetry reset was performed and the issue was resolved. The patient was stable.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited a bluetooth telemetry issue. Bluetooth reset was unsuccessful. No further intervention was performed. The patient was stable.